Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom "unk errors" was confirmed through the history log by a system error 322. There were no other system alarms in the history log. The device was tested for 24 hrs w/o an occurrence of symptom error 322. The eval of known contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.

Event description:
It was reported that a pump was alarming for an unk error. The pump was being used on a pt and the switch took a couple mins. Cardizem was being infused. There was no injury or change in the care of the pt.